Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix partly extended due to the helix damaged/stretched. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead helix was unable to be retracted. When the lead was removed, the helix was partially extended. The physician was able to retract the helix more. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.